Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod. The caller stated that the customer felt physically fine and had no symptoms and was taken to the ER as a precautionary measure as the customer had elevated blood glucose levels due to stress. The patient was treated with a total of 4 units of insulin (humalog) were administered along with the IV fluids (intravenous) the caller stated that she is unsure of the insulin concentration or the type of insulin given only the brand name was shared by the caller. The caller further stated that the nurse presented the choice to the caller if they would like to administer the insulin using the pod, the caller chose to administer the insulin at the ER through the IV fluids (intravenous). The patient was discharged the same day.